Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a 5fr. Provena triple PICC migrated to the neck. Additional info. Received 12/09/2020. "The PICC line that arrived with the PICC in the right ij. PICC was flushed out of the ij by the staff and the line was mid-svc, not caj."